Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Concomitant medical products: 5076, implantable pacing lead, implanted: (B)(6) 2009; 6947, implantable tachy lead, implanted: (B)(6) 2009; 5071, implantable pacing lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient has complained about the device not lasting as long as expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.